Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 20 mg/ml of bupivacaine via an implantable pump for non-malignant pain and multiple back operations. On (B)(6) 2017, it was reported that a motor stall and recovery had occurred with the patient's pump. It was confirmed that the patient had not recently had an MRI. No symptoms were reported. The date of the event was (B)(6) 2017. No further complications were reported.